Manufacturer narrative:
Result: damaged head left siderail panels.

Event description:
It was reported by service report that the patient head left siderail panels were damaged. No patient involvement or adverse consequences were reported.